Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported embolic cerebrovascular accident (cva) could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed a transient pump reset, which appeared consistent with an electrostatic discharge (esd) event. The submitted controller event log file contained events from 04oct2024 ¿ 08oct2024, per the timestamps. A transient pump stop was captured on 08oct2024, which appeared to be consistent with a pump reset due to an esd event. After the pump stop event, the pump ramped back up to the stored patient speed without issue. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device (lvad) to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, as well as the appropriate actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. D is also currently available. Section 1, ¿introduction¿, warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was currently admitted for an embolic cerebrovascular accident (cva). They were connected to a power module when they were noted to have a low flow alarm that quickly resolved. Upon review of the history, a pump off was noted. The event log file displayed transient low flow / left ventricular assist device (lvad) alarms on (B)(6) 2024 at roughly 3:10 pm. It appeared these events were caused by electrostatic discharge (esd). The pump was designed to automatically reset when subjected to a high static discharge event. The pump restarted promptly as designed and functioned as intended during these events. It was communicated on 22oct2024 that the patient was known to be intermittently adherent with anticoagulation. There were no symptoms exhibited by the patient, however the lvad was noted to have audible alarm by the bedside nurse. At the time of the event, the nurse noted ¿low speed advisory¿ banner on the monitor. No additional treatment provided as the event occurred and self-resolved quickly. The cause of the esd could not be confirmed, however the patient's spouse did report that the patient had been shuffling their feet around in the bed and ¿shocked¿ their spouse when they were touched immediately prior to the vad alarm.